Manufacturer narrative:
Carefusion complaint number: (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit's screen has delamination and does not respond to touch. There was no patient involvement at the time of the event.

Manufacturer narrative:
The device/component was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to material fatigue.